Manufacturer narrative:
No device malfunction occurred. Per communications with the fse, the event occurred in the pediatric unit, (B)(6) on (B)(6) 2018 between 0300-0330. A review of the provided logs indicate that desat alarms, as well as other red alarms, were occurring during the 0300-0330 timeframe and being acknowledged by staff (see log excerpt above). The fse was unable to perform testing since the patient was still being monitored by the equipment. This is considered a user alarm handling issue. Patient information requested, none available at time of report.

Event description:
The customer called requesting log retrieval due to a patient incident. The customer indicated that an spo2 alarm did not occur. There was a serious injury. There has been no additional information provided on the patient at this time.